Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lower bg levels were confirmed by cgm. Three cartridge change sequences were conducted back to back with three fill tubing processes at 1:13am on (B)(6) 2017. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact found the customer unconscious in the middle of the night due to a blood glucose (bg) level of 43 mg/dl. The contact assisted the customer in administering a glucagon injection and glucagon tablets, glucose tablets and juice was consumed. System check with tandem technical support was performed and showed that the customer set a temporary basal rate. In addition, it was observed that the customer performed the fill tubing step multiple times at the time of the low bg event. The clinical diabetes specialist reported that the customer inadvertently delivered insulin due to remaining connected during the fill tubing process which caused bg level event. Reportedly, the customer had manual injections available as alternate insulin therapy.